Event description:
It was reported that on (B)(6) 2011 the right atrial lead exhibited loss of capture and sensing and had dislodged. The lead was repositioned successfully on (B)(6) 2011.

Manufacturer narrative:
No medwatch form was received.